Event description:
Philips respironic CPAP medical device recall (system one 60 series) polyester-based polyurethane (pe-pur) notice 09/21/2021. Was diagnosed with bilateral renal cancer in (B)(6) 2014 at (B)(6). Resulted in radical nephrectomy of left kidney and partial radical nephrectomy of 20% of right kidney. Reoccurrence of renal cancer in 2019 in right kidney resulting in CT ablation (freezing) of tumor. Started use of my philips respironic system one 60 series CPAP years before cancer was diagnosed. Full detailed medical files available. Additional CT scans, mris, and pathology performed in preparation of, post-surgical procedures. FDA safety report ID # (B)(4).